Event description:
A customer in (B)(6) notified biomérieux of discrepant quality control results associated with the vidas® analyzer. The customer reported a very low value vt1 of 1.06 instead of 5.6 for position d1 during the quality control process. Retrospective analysis was performed on the position d1 for the period of time dec2015 to 02may2016 and 13 samples were re-checked. The customer indicated for one (1) patient the cytomegalovirus (cmv) igm was negative initially, but changed to positive after retesting; however, according to the customer, there was no patient impact as the patient was not pregnant and the cmv igg was positive as well. An internal biomérieux investigation will be initiated

Manufacturer narrative:
A customer in (B)(6) contacted biomérieux to report a qcv (quality control verification) failure (position d1) in association with the vidas® analyzer. The customer reported a low value (vt1) of 1.06 instead of >5.6 for position d1 during the qcv process. Biomérieux internal and on-site investigations were performed. The last successful qcv was performed 07-mar-2016. Note: the instructions for use (package insert reference (B)(4)) indicate qcv must be performed by the customer at least once per month in each position of the vidas® analyzer or anytime that a pipetting problem is suspected. As requested by biomérieux, the customer stopped using section d of the vidas® analyzer and performed a retrospective analysis between the last successful qcv (07-mar-2016) and the failed qcv (02-may-2016). After the customer reported the problem of qcv failure, the local biomérieux field service engineer (fse) visited the customer site to perform local evaluation of the issue. The fse confirmed the problem in position d1 by performing a new qcv where the result of tv1 for the position d1 was 1.07 instead of >5.6. The fse resolved the failure by replacing the position d1 pump; resolution was confirmed via qcv and pump tester. The retrospective analysis showed that no risk on patient following a false interpretation has been detected: · for 12 of them, there was no change of interpretation during a new performed test : - 5 results were positive and stayed positive after performing a new test - 7 results were negative and stayed negative after performing a new test · for 1 of them, there was no need to perform a new test as the interpretation was consistent with an old infection · for 1 of them, there was change of interpretation during a new performed test: - result was negative and became positive after performing a new test but there was no impact according to the customer as it concerned a cmvm test on a female patient who was not pregnant and as a cmvg test on the same patient was also positive. There is no indication or report from the laboratory that the failed qcv and subsequent retrospective analysis identified any adverse event related to any patient's state of health. Observation of a qcv failure is not abnormal behavior or a malfunction. A qcv failure indicates the qcv test played its role as a functional control. This control is meant to detect residual risks. The customer reacted appropriately and the failing instrument section was placed off-line until repair could be made.